Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) related to an unspecified device fluid leak. There were no patient complications reported. Physician could not tell where the leak was located, there was no troubleshooting performed. A surgical procedure was performed to remove the device and implant a new one. No additional information was reported.